Manufacturer narrative:
The complaint device is not being returned, it was discarded by the customer and therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot conclude as to what may have caused the needle to break. It is possible that the user may have hit bone when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and considerations, no other root or underlying cause can be discerned. At this point in time, no corrective action is required and no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
A sales rep reported that a customer informed him on (B)(6) 2013 that the tip of an expressew iii needle broke off during a rotator cuff procedure and fell into the patient's joint space. The event took place sometime either during (B)(6) 2012. The surgeon removed the broken piece of needle from the patient and completed the procedure with no harm or consequence to the patient. The complaint device was discarded by the customer. No further details could be provided.